Event description:
Complaint (B)(4). See mfg report 1640201-2020-00012.

Manufacturer narrative:
The involved product was returned to intervascular and was inspected by our quality assurance supervisor with a quality control technician. The inspection was performed using a magnifying glass and a backlit table. It was observed that the tiny hole detected by the customer was a sewing defect not visible from the inside of the prosthesis and the light did not pass through. Therefore, the defect is classified as an acceptable defect in accordance with our list of standards for acceptation and rejection of products. The product is compliant. (67) the conducted investigation suggests that the product is not defective.

Event description:
Complaint # (B)(4). Bubbles coming out from the tiny hole when tested the graft. Discovered before implantation, the graft was not used. They just put some saline on the tray of the graft and some bubbles coming out from the tiny hole.